Event description:
It was reported that the patient was explanted of the device due to an infection. The explantation took place in 2005. This information has only just been received by med-el from the surgeon who explanted the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.